Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -7.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a different power lens due to refractive surprise. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
H3: device evaluation: lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).